Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is cair. This site is an OEM manufacturing site. (B)(4). The reported lot# 21j25-t was not found for the reported catalog# el-nc1000. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd neutraclear¿ needle-free connector had a crack in it and came loose during use. The following information was provided by the initial reporter, translated from dutch: "there is a crack in the bionecteur which probably caused it to come loose."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-feb-2023. H6: investigation summary: one el-nc1000 sample from lot 21j25-t was received without packaging for investigation; there was residual blood within the neutraclear. A visual inspection identified a small crack in the housing of the neutraclear, close to the thread of the male luer. The details of this feedback were forwarded to the legal manufacturer of the product, cair lgl for investigation. A definitive root cause for the observed damage could not be determined, however the manufacturer has indicated that the damage could have occurred as a result of the application of an external force to the neutraclear component. A review of the production records from lot 21j25-t did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. H3 other text : see h10.

Event description:
It was reported that the bd neutraclear¿ needle-free connector had a crack in it and came loose during use. The following information was provided by the initial reporter, translated from dutch: "there is a crack in the bionecteur which probably caused it to come loose."